Manufacturer narrative:
Evaluation: the unit was received dirty and tested as received. It passed all performance tests. The complaint could not be duplicated.

Event description:
After a no flow alarm, the unit was manually programmed to deliver 100ml from station 3, but instead station 6 began to pump and caller claimed that the total delivered display and volume delivered display on station 3 were showing increases. At this point, compounding was discontinued and the bag was discarded, so there was no pt involvement. Unit was taken out of service and swapped out.